Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during an unknown phase of the patient¿s treatment. There were no alarms that occurred during the treatment in which the leak occurred. The patient¿s contact was unsure where the leak was coming from exactly. The fluid leak was not discovered until the following day. Fluid was discovered lining the bottom of the liberty select cycler and on the liberty cycler cart just below the cycler. No fluid was noted inside of the cassette door or on the exterior of the cassette. The ts representative informed the contact that it was safe to continue using the cycler. Upon follow-up, it was confirmed that the cassette compartment was found to be dry. This led the contact to believe that the fluid leak had originated from the cassette a day earlier. The contact did not recall finding any obvious damage on the cassette. The patient was able to complete pd treatment on the cycler. However, it was also confirmed the patient was trained to perform stat drains and manual pd therapy if necessary. The patient¿s pd registered nurse (pdrn) was notified of the event. The pdrn did not have any concerns and the patient was not prescribed prophylactic antibiotics. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The cycler set was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during an unknown phase of the patient¿s treatment. There were no alarms that occurred during the treatment in which the leak occurred. The patient¿s contact was unsure where the leak was coming from exactly. The fluid leak was not discovered until the following day. Fluid was discovered lining the bottom of the liberty select cycler and on the liberty cycler cart just below the cycler. No fluid was noted inside of the cassette door or on the exterior of the cassette. The ts representative informed the contact that it was safe to continue using the cycler. Upon follow-up, it was confirmed that the cassette compartment was found to be dry. This led the contact to believe that the fluid leak had originated from the cassette a day earlier. The contact did not recall finding any obvious damage on the cassette. The patient was able to complete pd treatment on the cycler. However, it was also confirmed the patient was trained to perform stat drains and manual pd therapy if necessary. The patient¿s pd registered nurse (pdrn) was notified of the event. The pdrn did not have any concerns and the patient was not prescribed prophylactic antibiotics. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The cycler set was not available to be returned for evaluation as it was reportedly discarded.